Event description:
It was reported that the device had a system alarm code force sensor failure. The event occurred during start up. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer reported that the pump has a force sensor test error. Complaint confirmed by checking the alarm history. It is verified that the error occurs during the self-test. The device is repaired by replacing the main board. Replaced the left and right clutch, clutch spring, worm coupling, and motor to fix the check clutch error. Replaced the plunger cable because it is damaged. The pump is calibrated and greased. Reset to standard configuration. The main cause of customer¿s complaint was the faulty main board. After replacing the parts, the pump passed all the testing and is fully operational. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.